Manufacturer narrative:
Investigation summary: in response to the event reported a device history review was conducted for the provided lot number. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported intima-ii y 24gax0.75in prn ec slm npvc had foreign matter. The following information was provided by the initial reporter, translated from (B)(6): "open a new retention pin, find stains on the end of the heparin cap, and deactivate immediately."